Event description:
Balloon became detached during procedure and remained in patient.

Manufacturer narrative:
Evaluation summary: the catheter was returned missing the balloon latex and both the distal and proximal windings. The balloon and windings were not returned.